Manufacturer narrative:
Transient ischemic attack occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2011. The patient's uterus was sounded to 11cm. The sales rep informed the surgeon that the us indication was 10cm. The surgeon filled the balloon to 60 cc of d5w. The sales rep explained that the indication was 35 cc. The machine never reached temperature at 84 degrees c. The full 60 cc was extracted after the incomplete procedure. The patient was scoped, and the cavity appeared to be normal. After the patient was in the recovery room she experienced slack in her facial expression and appeared to have a stroke. The patient was diagnosed with a transient ischemic attack. The patient has recovered from transient ischemic attack with no residual side effects and is in consultation with a cardiologist. The surgeon opines that the patient may have had an air bubble during the hysteroscopy that caused the transient ischemic attack and that it may be due to the patient's history and the scope, but not the ablation.